Event description:
The customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, confirmed the customer's shipping address, and instructed the customer to put the pump into storage mode before returning it with a pre-paid label within 10 days. The customer understood and acknowledged these instructions.